Manufacturer narrative:
Test and investigation could not duplicate the problem under normal operating conditions with a functioning battery. The unit passed all performance verification and long term tests. However, when the battery is defective or the connections are defective the delivery rate (setting program memory) resets to previous settings after disconnecting and reconnecting the unit from ac power without the battery installed into the unit. Additional info for section h7: software upgrade implemented so that the device detects if the unit is disconnected from ac power while running with a defective battery or no battery installed. Upon detection the pump rate and volume settings will be set to zero and the "check settings" alarm will be activated.

Event description:
Report received from abbott international affiliate (abbott canada) stating: "set rate changed when on low battery then plugged into a/c." No patient information was available. The report indicates that no patient side effect was experienced/reported. No information regarding the solution being infused or the device settings was available.